Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that in angiography, the black tip of the catheter detached during the operation and was retained in the pt. The md was finally able to remove it using an intravascular snare, and a new kit was opened and the procedure was started again. See MDR number: 2242445-2012-00140 for the second event involving the pt. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.